Event description:
It was reported that, "dr (B)(6) was attempting to insert the navigator implant into the disc space and the inserter handle broke. The locking slide on the inserter bent."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.